Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was experiencing low back pain which was noted as having an event date of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.